Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of customer's low blood glucose levels. The customer's blood glucose level at the time of incident was 41mg/dl. The customer treated the lows with food. Troubleshoot was conducted. The mother states the customer played with magnets near the pump. The customer was advised to avoid magnetic exposure to pump. The customer would be changing infusion set and reservoir.